Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the plpul2020, 20/ca ultra nonstick 10ft was being used during a laparoscopic procedure on (B)(6) 2024 date when it was reported ¿when staff was changing the bovie tip on the plumepen ultra a shard of plastic from the inner part of the smoke capture housing fell off. The plastic piece did not fall into the surgical site on the patient.¿. The procedure was completed with no report of delay. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer, that the plpul2020, 20/ca ultra nonstick 10ft was being used during a laparoscopic procedure on (B)(6) 2024 date when it was reported ¿when staff was changing the bovie tip on the plumepen ultra a shard of plastic from the inner part of the smoke capture housing fell off. The plastic piece did not fall into the surgical site on the patient.¿. The procedure was completed with no report of delay. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 33 complaints, regarding 39 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.